Event description:
Distributor reported that during a surgical procedure, the stopping sleeve, used to protect the head of the catheter, remained in the patient. A second procedure was required to remove this portion of the device. On may 12, 2006, additional information was requested. On may 17, 2006, the distributor provided the following information from the physician. Was the surgical procedure implantation or explantation? The dislodged tip was discovered by a routine post-op CT scan done 7 days after the implantation procedure. How did they notice that the small insert inside the catheter was no longer in place? The radiologist initially reported the portion of the device as a bone fragment. The physician repeated a high resolution CT scan and it confirmed the appearance of a radio-opaque catheter tip. If the problem was discovered at explantation: how long did the device remain implanted? There was no difficulty inserting and removing the catheter (which was implanted for 24 hours). Was the catheter connected to an external drainage system or totally implanted using a peritoneal catheter? No response to second portion question- if the problem was discoverd during implantation: was the implantation procedure difficult? There was no difficulty inserting and removing the catheter (which was implanted for 24 hours).